Event description:
It was reported that the right ventricular (rv) lead exhibited under-sensing, far p-wave oversensing, and intermittent loss of capture. An x-ray was performed showing the rv lead had dislodged and twiddled into the atrium. The physician explanted and replaced the rv lead. The patient condition was stable.